Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was also stated that the customer had a virus that may have contributed to the high blood glucose levels. The customer was not available to troubleshoot during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion cab be drawn at this time. We therefore, consider this report complete to the best of our knowledge.